Event description:
On (B)(6) 2012 at (B)(6) it was reported that the vacuum controller (vavd) serial number(sn): (B)(4) did not function and the pointer would not go to zero. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. The membrane was found to be damaged and was replaced. The device was tested per the service protocol. (B)(4).